Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip was leaking. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 309606 batch no: unknown (reported 8266957) it was reported that the syringe was leaking. Spoke with customer on 03/28 and it was noted that this was discovered before use and that the event date is not know. No other information is available per the customer.

Manufacturer narrative:
Investigation: 98 sealed packaged 3ml safety-lok syringes were received, confirmed to be from batch #8266957 (p/n 309606). Each syringe was individually evaluated. No damage or molding defects were observed in any of the 98 returned syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for leakage/pulling in air is not associated with manufacturing process but is possibly associated with end user¿s connecting product to the needle/other mating device. The reported defect was not identified in the samples received.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip was leaking. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 309606 batch no: unknown (reported 8266957). It was reported that the syringe was leaking. Spoke with customer on 03/28 and it was noted that this was discovered before use and that the event date is not know. No other information is available per the customer.